Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/25/2023. An investigation was conducted on 10/26/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The delivery device was returned placed in the loading device. The blue slide lock was observed to be off allowing the white plunger to be depressed. Blood was observed inside the delivery tube indicating an attempt was made to load the seal into the aorta. The seal and tension spring assembly were returned outside the delivery device. The blue tether was cut and the seal was unraveled, as per procedure detailed in the IFU. Based on the returned condition of the device and investigation results, the reported failure "failure to unfold/unwrap" was not confirmed. The lot # 3000313450 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal was deployed and placed within the aorta, but the bleeding did not subside. In an attempt to stop the leak, the deployed seal was moved slightly, but the bleeding did not subside, so it was decided to use another heart string. They placed their finger over the aortic incision to stop the bleeding. The seal placed within the aorta was withdrawn as per normal procedure. When performing the central anastomosis again, a different heart string was prepared and used, the bleeding stopped. Proceed with the procedure and it will complete without any problems. Although the amount of bleeding increased slightly, it was not significant enough to affect the patient's hemodynamics. There was a delay of about 2.5 minutes. No harm.